Event description:
The customer contacted physio-control to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. Physio-control contacted the customer and there was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control received additional patient information from the customer. There was no patient use associated with the reported event

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. The device system pcb assembly was replaced as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. Physio-control contacted the customer and there was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.